Event description:
Information was received from multiple sources (patient, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 660,6 mcg/day without bolus via an implantable pump. The date of pump implant was unknown. It was reported that the patient had several magnetic resonance imaging (MRI) examinations due to her underlying disease. The pump was interrogated with a clinician programmer.  The motor stalls during the examinations were documented in the pump logs correctly. On (B)(6) 2024, which was 9 days after the last MRI performed on (B)(6) 2024,  the pump motor stopped (stalled) again without any recognizable external influences. The patient was undergoing inpatient treatment at the time and was in her room talking to another patient. The pump emitted an acoustic alarm, and the patient could see the warning message on the display of her myptm. The motor stall occurred at 7:50 pm and recovered at 8:04 pm.  It was further reported that five minutes later, the pump restarted on its own. Patient indicated withdrawal symptoms after event.  There were no known environmental/external/patient factors that may have led or contributed to the issue. As per the logs, the following occurred:  (B)(6) 2024 11:20 - critical alarm regarding pump motor stall,  (B)(6) 2024 11:41 - pump motor stall recovery, (B)(6) 2024 12:25 - critical alarm regarding pump motor stall,  (B)(6) 2024 12:36 - pump motor stall recovery,  (B)(6) 2024 10:46 - critical alarm regarding pump motor stall, (B)(6) 2024 11:25 - pump motor stall recovery, (B)(6) 2024 19:59 - critical alarm regarding pump motor stall, and  (B)(6) 2024 20:04 - pump motor stall recovery. The pump remains implanted and in-use. No surgical intervention occurred and no surgical intervention was planned.  The issue was resolved as of (B)(6) 2024.  The patient was without injury regarding their status as of (B)(6) 2024.   The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.